Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 30-31, 2024. H11: the actual device was received for evaluation. A visual inspection noted a tiny black particle, measured to be 0.04 square mm in size. The pm was embedded in the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a ftir test (fourier-transform infrared spectroscopy). Pvc is the actual material of the device tubing line. A fragment of the burnt pvc (black particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing of a small volume infusor. The pm was described as, ¿black, very small, foreign object on the tube side at the junction between the bottle and tube¿. This was found during preparation for filling. There was no patient involvement. No additional information is available.